Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).

Event description:
The patient reported that he did the trial with permanent leads because the temporary leads fell out when he trialed 3 months ago. Additional information received from the patient in response to follow-up reported that the leads had been pulled by body movement on sheets.